Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, a crack in the battery compartment was found at the threads above the bumper, and case seal below the bumper. Two cracks were found between the case seal and display lens corner. Unrelated to the original complaint, the display was dim/fading and pink.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.